Manufacturer narrative:
A field service engineer was dispatched to customer site. The oil mist filter was tightened resolve the haze issue. Unit meets specifications and was returned to service on (B)(6) 2016.

Event description:
A customer reported an event of a haze emitting from the sterrad® 100nx sterilizer. There was no report of any injuries or human reactions. The customer confirmed the workers have vacated the room. An asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury.

Manufacturer narrative:
(B)(4). Asp investigation summary: the investigation included a review of the device history record (DHR), failure mode and effects analysis (fmea), and system risk analysis (sra). The DHR was reviewed and no issues relating the failure mode were noted. The involved unit met manufacturer specifications at the time of release. The fmea revealed the risk priority number (rpn) is at an acceptable level. The sra shows the risk for exposure to toxic or corrosive material to be "low." No parts were available for return and evaluation. The assignable cause of the haze/mist/vapor issue is the loose oil mist filter. The field service engineer tightened the part and confirmed the sterrad 100nx was restored to proper function after service. The issue was resolved at the customer facility. Asp will continue to track and trend this issue.